Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, stress is a possible cause of the failure. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the sheath appeared twisted and had protruded excessively during a diagnostic bronchial endoscopic ultrasound with lymph node puncture involving the single use aspiration needle. The procedure was completed with a similar device. There was no patient injury reported.